Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose and was taken to emergency medical services center. The customer reported that the insulin pump would not deliver insulin consistently, rewind slowly and insulin squirts during prime. The customer's blood glucose had blood glucose over 200 mg/dl after getting treatment. The customer declined troubleshooting. The insulin pump will not be returned for analysis.